Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check and to assist with troubleshooting merlin at home communicator. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was revealed that the device was in backup vvi (bvvi) mode. The device was reprogrammed. The patient was sent home without any symptom or complication.